Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella rp underwent a laparoscopic cholecystectomy. During the procedure, the pump might have pulled back as the team was having a hard time visualizing the outlet of the pump with echo. A decision was made to place another impella rp in the contralateral groin. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.